Manufacturer narrative:
A review of the manufacturing paperwork could not be conducted. Lot number was requested, but was not available. It was reported in the article, that the infrarenal neck had a reverse taper. Also, the aortic diameter was 25mm proximal and 29 mm distally. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the aortic treatment range for a (B)(4) device is 27-29mm. Gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% oversizing) and 1 mm larger than the iliac inner diameter (7-25% oversizing). Oversizing might have led to endograft collapse and an endoleak. Additionally, the IFU states that endoleaks are a possible adverse event that may occur and require reintervention. The article is attached to the report.

Event description:
As reported in the journal of vascular and interventional radiology 2011; 22(4): 570-572, a patient was implanted with a gore excluder aaa endoprosthesis (B)(4) to treat an infrarenal asymptomatic abdominal aortic aneurysm. A completion computed tomography angiography (cta) revealed adequate graft apposition, with exclusion of the aneurysm sac and no signs of endoleak. The patient tolerated the initial procedure. On an unknown date, 15 days after initial procedure, the patient presented to the emergency with bilateral lower extremity ischemia. CT scan revealed complete endograft collapse, an endoleak and thrombosis. On (B)(6) 2010, a stent graft collapse was treated endovascularly with a gore excluder aaa endoprosthesis aortic extender component (B)(4) and balloon dilation. At postoperative day 3 CT scan showed restoration of the endograft and blood flow through the limbs with remnant thrombus. There was still a small endoleak. CT angiography performed 6 months and 12 months after the secondary procedure showed a normal endograft lumen, without any signs of endoleak or migration and no residual thrombus. The patient is doing fine.